Event description:
A surgeon reported that sometime after implantation of an intraocular lens (iol) a scratch was noted on the optic that led to visual problems. The iol was replaced. Add'l info has been requested.

Event description:
Add'l info provided by the reporting surgeon indicated there was an anterior surface irregularity on the iol in the visual axis noted after implantation. The pt experienced glare symptoms. The pt's outcome was satisfactory following the lens exchange.